Event description:
It was reported that the ilet sleep/wake button intermittently did not respond, requiring placement on the charger to power on, and the issue appeared more frequent over several days before normal function resumed during the call. Symptoms included no adverse clinical effects. Outcomes included no alarms and no medical interventions. Investigation included phone-based troubleshooting and user education. Investigation of this case revealed that the device exhibited intermittent unresponsiveness of the sleep/wake button without visible damage and with potential contributing factors such as cold fingers or moisture exposure during gym activity; the device functioned properly at the time of contact. It was concluded, based on previously established findings for similar reports, that a user-interface interaction issue or environmental factors were the most probable causes.